Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (242-400s mg/dl). Customer reported that cause may be related to new medication and sickness; however, customer reported that pump settings were being reviewed by health care provider the following day. Customer delivered a correction to treat elevated bg levels.